Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the boston scientific field representative the device settings while in safety mode, specifically unipolar right ventricular pacing, and sensing. Ts reviewed how devices enter safety mode and explained that the device will need to be returned for analysis to determine the cause. The device was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the boston scientific field representative the device settings while in safety mode, specifically unipolar right ventricular pacing, and sensing. Ts reviewed how devices enter safety mode and explained that the device will need to be returned for analysis to determine the cause. The device was explanted and replaced. There were no additional adverse patient effects.